Event description:
It was reported that an artificial urinary sphincter (aus) cuff and balloon were explanted due to a hole in the balloon, causing a leak. As the complaint component was not returned for analysis, no product analysis could be performed.